Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock® port drip chamber, chemolock® w/red cap, bag hanger generated a leak during patient use. The report stated that the rituxan tubing set was leaking at the junction. The patient reported while the infusion was going on. About 300 ml infused. The nurse reported about 30ml leaked. The tubing set was exchanged and infusion restarted. There was patient involvement and no patient harm.